Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils not seen on pelvic ultrasound") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2015, 828 days after starting essure, the patient experienced procedural pain ("following the removal surgery, she had a painful post-operative recovery and missed six weeks of work"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("abnormally long menses"), dyspareunia ("pain during intercourse"), flank pain ("severe left flank pain"), memory impairment ("memory loss"), fatigue ("extreme fatigue"), alopecia ("hair loss"), migraine ("migraines") and visual impairment ("vision deterioration"). The patient was treated with surgery (on (B)(6) 2015, hysterectomy and bilateral salpingectomy was performed.). Essure was withdrawn. At the time of the report, the device dislocation, menorrhagia, dyspareunia, flank pain, memory impairment, fatigue, alopecia, migraine, visual impairment and procedural pain outcome was unknown. The reporter considered device dislocation, menorrhagia, dyspareunia, flank pain, memory impairment, fatigue, alopecia, migraine, visual impairment and procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was full occlusion of both tubes. On (B)(6) 2015: ultrasound pelvis result was essure coils not seen. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that essure coils not seen on pelvic ultrasound. A hysterectomy and bilateral salpingectomy was performed. The reported event, interpreted as device dislocation, is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device dislocation are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils not seen on pelvic ultrasound") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lovenox from august 2012 to may 2013 and heparin from 2010 to may 2011. Concurrent conditions included urolithiasis and factor v leiden carrier. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced menorrhagia ("abnormally long menses/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, 11 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In may 2014, the patient experienced amnesia ("memory loss"). In july 2014, the patient experienced migraine ("migraines"), visual impairment ("vision deterioration/ eyesight diminishing") and headache ("headaches"). In august 2014, the patient experienced fatigue ("extreme fatigue/ fatigue"). On (B)(6) 2015, the patient experienced procedural pain ("following the removal surgery, she had a painful post-operative recovery and missed six weeks of work"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of flank pain ("severe left flank pain"), memory impairment ("memory loss"), myopia ("nearsightedness"), abdominal pain lower ("lower abdominal pain") and the second episode of flank pain ("left flank pain"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, visual impairment, procedural pain, dysmenorrhoea, pelvic pain, vaginal haemorrhage, headache, myopia, abdominal pain lower and the last episode of flank pain outcome was unknown, the menorrhagia and dyspareunia had resolved and the memory impairment, fatigue, alopecia, migraine and amnesia was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, migraine, myopia, pelvic pain, procedural pain, vaginal haemorrhage, visual impairment, the first episode of flank pain and the second episode of flank pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Discripant date for essure insertion (B)(6) 2013 was also mentioned diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2013: full occlusion of both tubes ultrasound pelvis - on (B)(6) 2015: essure coils not seen. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical drug and concomitant disease were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping), pain, vision/eye problems type: nearsightedness, memory loss, hair loss and lower abdominal pain, left flank pain. Updated events, outcome and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that essure coils not seen on pelvic ultrasound. A hysterectomy and bilateral salpingectomy was performed. The reported event, interpreted as device dislocation, is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device dislocation are not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.